Manufacturer narrative:
(B)(4). Miscellaneous classification codes do not contain sufficient information to assign a frequency. Therefore, a CAPA request will not be required and incident will remain as correct and trend.

Event description:
It was reported that the sensor did not work occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be signal loss due to the mobile device updating its operating system which closed the app. The reported event of a sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.